Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed fluid ingression on the downstream occlusion sensor. Review of the event history log showed occurrences of "no disposable" messages. The reported issue was not duplicated during functional testing. Accuracy testing found the pump to be within specifications. The investigation determined the fluid ingression to be a possible, but unconfirmed cause of the reported issue. The downstream occlusion sensor was replaced. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (2004-03) and there was no indication of a manufacturing defect during the investigation.

Event description:
It was reported that the device stopped working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.